Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - (B)(6), event site state - (B)(6)),g3,g6,h2,h3,h4,h6 (type of investigation, investigation findings, component code,investigation conclusions), h10. A getinge field service engineer (fse) checked cardio save daily pim leak test failed. Observed that the pim test failed. Old safety disk was replaced on (B)(6) 2023 and (B)(6) cycles. Replaced with new safety disk. Pim, all manifold test passed. Ran on clinical mode with balloon for >10mins. Unit passed functional testing and safety check to factory specifications. Unit passed all functional safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit failed module leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.